Event description:
It was reported that the patient felt like the area around their implantable neurostimulator was warming up and was warm to the touch. The issue began a few days after implant of the ins and occurred whether the stimulation was on or off. The patient was going to follow up with their physician. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).